Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had priming the tubing and then it states no activation. The blood glucose level was unknown at the time of incident. The customer states last time it would not prime at all. The customer states he tried to prime the set and he had to change it and it worked. The device will not be returned for the analysis.